Event description:
On 10/21/2014 it was reported that the high impedance was observed for the patient. No patient adverse events reported. An impedance of 9884 ohms was observed. The last diagnostics were performed (B)(6) 2014 and the impedance was ok. The exact value in ohms at that time was not known. The patient¿s current settings were noted to be output=2.75ma/frequency=30hz/pulse width=250usec/on time=21sec/off time=0.5min/magnet output=3.0ma/magnet on time=60sec/magnet pulse width=500usec. The physician decided to leave the device on despite the patient¿s high impedance. The patient¿s mother stated that the frequency of seizures increased for 3 days starting (B)(6) 2014. The patient then saw the physician and the settings were increased, which helped the seizures. The mother stated she might consider getting the vns removed due to the high impedance instead of replaced. It was later reported that the patient has decided to undergo a full revision surgery. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Event description:
It was reported that the patient was explanted previously due to lack of efficacy and no longer having the desire for vns therapy. Follow up with the physician's office revealed that the patient underwent a full vns explantation surgery as the mother felt that the vns was not effective as the patient continued to have two seizures per month associated with her menstrual cycle. Due to the time since the explant and the manufacturer's awareness of the explant, product return is not expected.